Event description:
It was reported that the patient began exhibiting hypoxia, hypertension, and tachycardic arrhythmia after being prepared for a drg trial procedure on (B)(6) 2023. The procedure was abandoned, and the patient was transferred to a local hospital to resolve the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.